Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 280 units of insulin. Additionally, it was reported that the cartridge was leaking and the insulin gauge was inaccurate. Customer¿s blood glucose level ranged between 123-181 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.